Event description:
It was reported that the patient experienced an infection after a recent vns implant. The generator was explanted and it is planned for the patient to receive the generator after the infection has healed. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.